Event description:
It was reported that the 9800 system had a temp sensor failure error code during boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested an found to be working as intended and put back into service.